Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025 a patient underwent endovascular treatment for a 20cm target region of a stent restenosis in the left superficial femoral artery in which an unknown bare metal stent (bms) had been placed using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). During the treatment, a pre-ballooning was performed for the target region with a crosslead tracker guidewire, a vassallo gt ns3 guidewire, and a 7 fr - 45 cm destination sheath. Then the vsx device was inserted using a v-18 guidewire. However, it was difficult to advance the target region. After advancing to the target region, when trying to deploy the vsx device, the system seemed to behave inappropriately. The vsx device was removed. The knitted line in the stent graft was damaged. Another size of vsx devices were implanted. The patient tolerated the procedure. The physician stated that the vsx device may have been damaged by getting caught in the bms that was originally placed there.

Manufacturer narrative:
Emdr section h6, codes c19, d15 and d1002 updated to reflect results of investigation/product evaluation. Product evaluation summary: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Engineering evaluation of the device could not confirm the reported failure to advance and failure of deployment. Deployment line damage could not be confirmed as well. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information.